Event description:
It was reported that a malfunction occurred on the pump, indicated by a specific malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support, who provided pump reset information and helped reset the pump. The malfunction did not recur after resetting, and the customer was instructed to call back if any further issues arise.